Event description:
The iab was inserted into the patient on 12/24/1997 at 1:00 p.m. And removed on 12/25/1997 at 5:30 p.m. The iab did not malfunction. The patient had major ischemia and removal of the iab was required. (Event complications: major ischemia - removal required - ) reported 2/6/1998. (Pt's current status: expired-rpt'd 2/6/1998. )